Manufacturer narrative:
Multiple requests for additional information have been performed; however, no additional information has been provided by the healthcare provider. The explanted valve is not available for evaluation, as it was discarded at the hospital. The root cause of this event cannot be determined with the available information. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If any new information becomes available, a supplemental report will be submitted accordingly.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that a bioprosthetic aortic valve, implanted two (2) years and nine (9) months, was explanted. The explanted device was replaced with another bioprosthetic aortic valve. The reason for the redo-avr was not provided. Postop patient's status noted as in recovery. No other details available.